Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the lot number was not reported. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted the instructions for use states, the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Additionally, it was reported that the nav 6 was being used in the tibial artery. It should be noted that the indications section of the IFU states that the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries.

Event description:
It was reported that at the end of the procedure where laser atherectomy was successfully used below the knee (tibial artery), the emboshield nav6 came off the non-abbott .014 guide wire in the anatomy. The emboshield nav6 was successfully snared out of the anatomy. Reportedly, although the emboshield nav6 comes already loaded on the barewire guide wire, the barewire was not long enough to reach the target lesion and a non-abbott guide wire was used. There were no adverse patient sequelae. No additional information was provided.